Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 130 units. Reportedly, the cartridge was filled with 250 units of insulin. There was no reported impact to the customer¿s blood glucose level. Although requested, the customer declined to load a new cartridge or perform troubleshooting with tandem technical support.